Event description:
(B)(4). Initial info received from a consumer on 22-may-2009: a (B)(6) female who received an injection of poly-l-lactic acid (sculptra) (lot number and expiration date unk) on (B)(6) 2009 for cosmetic purposes experienced swelling and bruising under her eyes following poly-l-lactic acid treatment. Consumer reported that the swelling got much worse after she massaged her eyes, she stated that her "eyes got red and became like slits." Consumer stated that ice helped with the swelling. No mention of concomitant medications or medical history reported. No further info reported. Additional info for sculptra (lot number and expiration date - not provided) from product technical complaint report case (B)(4) dated 29-may-2009, received by (B)(6) on 01-jun-2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.